Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship this device and the cause of this event. Should further relevant details become available a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
A customer reported on the voluntary mewatch form #4503580000-2006-8026 that a female patient underwent an ercp in 2006. It was reported that, "when using the guidewire to cannulate the pancreatic duct, approximately 1.5 inches broke off from the tip of the wire." The physician was able to retrieve the fragments from the duct. The procedure was completed using this device. There was no reported complication or ill effect sustained by the patient.